Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of the event occurred due to a defective patient board set. However, the specific root cause of the defective patient board set could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found image was not being received due to failure from a faulty printed circuit board. In addition, there was wear on the video connector which caused poor connection with the pigtails. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center was not getting image when using the 180 series scope. The issue was resolved after the device was swapped out. The issue was found during preparation for use in a colonoscopy procedure. The procedure was completed using a 190 series scope after a short delay. There were no reports of patient harm.